Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material # 309646; batch # unknown. It was reported that the bd luer-lok barrel was cracked. The following information was provided by the initial reporter: verbatim: we have gotten a notice of one of our 5 ml bd syringes having a longitudinal crack. I was wondering if this has been reported by others?

Manufacturer narrative:
One sample and four photos were provided to our quality team for investigation. Through visual inspection, it was observed that the sample has a 2¿ long crack extending down the length of the barrel in the non-scale marking area. Potential root cause for the barrel cracked defect is associated with the assembly process. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.